Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to try swapping the liquid crystal display (lcd) on the 9.4 graphical user interface (gui).

Manufacturer narrative:
Covidien reference # (B)(4). Multiple attempts have been made to try to obtain further repair info but no response received from the customer. If and when new info becomes available, a follow up report will be submitted.